Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented. Cross reference MFR#: 2951238-2015-00609 and 2951238-2015-00610.

Event description:
Olympus was informed that during a therapeutic laparoscopy procedure, the teflon pad burned and metal was exposed. No device fragment fell inside the patient. There was no damage to the probe unit. The procedure was completed using a different but similar device. There was no patient injury reported. No additional information was provided. This is one of three reports.